Manufacturer narrative:
No return expected. Therefore, no eval can be completed.

Event description:
A medtronic rep reported, the system's camera was out of calibration. This event did not occur during surgery and no pt was present.